Event description:
A customer reported to baxter (B)(4) a cystoflo bag in which a leak was observed. It is unknown when the event occurred. There was no patient involvement, injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available, hence the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number.